Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no fluid flow through a large volume infusor. It was observed that there was no fluid flow from the device after being filled with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured march 3-4, 2025. H11: the device was received for evaluation with no fluid in the bladder. Visual inspection via the naked eye showed no signs of physical abnormality such as air bubbles inside the tubing line and drug precipitates inside the bladder that could have caused the reported flow problem. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The sample was found to be conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.